Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no lifting or peeling observed. The "up/down/ok/contrast" keypad buttons required excessive force to activate during testing. The keypad was removed for further investigation. The "up/down/ok/contrast" key contacts were misaligned. The "up/down/ok/contrast" key contacts also became inverted when pressed and were not always springing back. Evidence of keypad adhesive was found under all key contacts.

Event description:
The pt and her father contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was slow and intermittent to responding to ok button presses. She alleged that the ok button required several presses in order for the pump to respond. The pt denied that the keypad was damaged. She also denied that the device was exposed to moisture. The pt did not allege any harm or injury because of the reported issue.